Event description:
Consumer alleges she got stuck in her chair and had to call emergency services. Consumer also alleges several months ago she was throw from the chair and her foot was allegedly run over.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.